Event description:
It was reported that an insulation breach was suspected. Bipolar lead impedance was <(><<)>200 ohms. Unipolar lead impedance was approximately 250 ohms. Lead impedance at implant was 865 ohms. Noise was also observed. The lead was explanted and visual observation confirmed insulation damage. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo.

Manufacturer narrative:
Additional information: the product has been returned.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).